Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 150mm x 150cm mr coyote balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for several seconds, the balloon ruptured in a vertical form and a damaged surface appeared on the main unit. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.